Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: stocker 70 system (model# unknown serial# unknown), lasso nav eco catheter model# d-1343-01-s lot#: 17375871l). (B)(4). Overall ablation time for the site of injury is unknown since the perfusion was noticed at the end of the procedure. The patient did require hospitalization primarily to monitor the perfusion. The patient's condition improved after the pericardiocentesis with no documented perfusion after the procedure. The patient recovered from the perfusion and made a successful recovery. The physician did not provide a specific explanation for the cause of the event. Upon reviewing the intracardiac echocardiogram, the physician felt the perforation occurred after both left and right pulmonary vein isolation. However, since both catheters were used prior to the tamponade, this event will be reported under both.

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with two thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade, which required pericardiocentesis. While isolating the right superior pulmonary vein, the first smarttouch catheter failed to display a temperature read out during ablation. Immediately afterwards, the stockert cut off ablation and displayed a temp limiter error. The cable was replaced with no resolution. When the catheter was replaced and the issue resolved. This temperature issue is not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During the same procedure, the physician completed pulmonary view isolation on the right side with the new catheter. Afterwards, all four pulmonary veins where tested with an adenosine challenge. The perfusion was noted as the physician was removing the catheters from the left atrium. The pericardial effusion was noticed by intracardiac echocardiogram and confirmed by transthoracic echocardiogram. A pericardiocentesis was performed and approximately 160ml of fluid was removed from pericardial cavity. The patient was reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. During the procedure the patient did not present any abnormal anatomy or disease. A transseptal puncture was performed with a st. Jude medical brk needle. The patient did receive anticoagulation during the procedure which was maintained between 200 - 300s. Settings during the event include: default power control parameters / power 35 - 40 watts / irrigation flow setting 30 ml/min. The power was not titrated during ablation.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/24/2016. (B)(4). It was reported that a patient (B)(6) male, underwent an atrial fibrillation procedure with two thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade, which required pericardiocentesis. The first catheter had a temperature issue and was replaced to continue the procedure. After the catheter was replaced the tamponade occurred. Both devices were returned to biosense webster for analysis. After analysis it is believed that the lot numbers originally provided for the catheters involved were switched upon initial reporting of the complaint. Follow up was performed to clarify however clarification could not be made. Therefore the evaluations for both devices are included. (B)(4) device evaluation of first catheter used during procedure: the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4) device evaluation of second catheter used during the procedure: the returned device was visually inspected and it was found in normal conditions. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The returned device was then evaluated for electrical resistance and thermocouple test. The catheter failed during thermocouple test. Further examination revealed that the thermocouple wires were broken at the tip section. Per this condition force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during thermocouple test; however this condition is not related to the tamponade reported. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action was created to address tc breakage on the tip section for st and st sf catheters. Per the evaluation of the second catheter which only was a part of the adverse event, the catheter failed during thermocouple test which is related to temperature. This finding therefore matches with the temperature issue reported with the first catheter used. That is how we concluded the lot numbers originally reported were switched.